Event description:
It was reported that during a follow up, low impedance and high thresholds were noted. Externalized conductors were also observed via fluoroscopy. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states lead was capped.